Manufacturer narrative:
It was reported that this sales representative contacted boston scientific in late-august to report that this patient underwent an MRI recently. The physician wanted to postpone the replacement procedure. The battery longevity has gone from 16 percent to 15 percent over the last tre weeks. The sales representative was planning to send data for another in-house analysis. Analysis on the new data was performed and it was determined that the recommended replacement interval could be extended another 28 days. This sicd device should be able to maintain therapy functions if replaced on or before (B)(6) 2019. It was reported that this patient was presented back to the electrophysiology (ep) laboratory and the device was successfully explanted. The device was received at boston scientific return product department on october 4, 2019 and is currently undergoing laboratory testing.

Event description:
It was reported that as part of a research study, a boston scientific engineer reviewed device diagnostic data from the latitude remote patient monitoring system database. The engineer confirmed that this subcutaneous implantable cardioverter defibrillator (s-ICD) device, implanted on (B)(6) 2017, exhibited evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Engineering analysis on this device estimated that the remaining battery capacity (based on the actual voltage level and capacity consumed to date) should be sufficient to provide therapy if replaced by (B)(6) 2019. Since it is not possible to determine the root cause for the premature battery depletion or predict future behavior for this device based solely on review of the device diagnostic data available via latitude, the boston scientific sales representative was contacted by boston scientific technical services. The sales representative was informed by the consultant that this device should be replaced by (B)(6) 2019 and sent back to boston scientific quality assurance laboratory for detailed analysis. Subsequently, the technical service consultant received an e-mail from the sales representative that the physician was notified. The clinic plans to contact the patient and a device replacement procedure will be scheduled.

Event description:
It was reported that as part of a research study, a boston scientific engineer reviewed device diagnostic data from the latitude remote patient monitoring system database. The engineer confirmed that this subcutaneous implantable cardioverter defibrillator (s-ICD) device, implanted on (B)(6) 2017 , exhibited evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Engineering analysis on this device estimated that the remaining battery capacity (based on the actual voltage level and capacity consumed to date) should be sufficient to provide therapy if replaced by (B)(6) 2019 since it is not possible to determine the root cause for the premature battery depletion or predict future behavior for this device based solely on review of the device diagnostic data available via latitude, the boston scientific sales representative was contacted by boston scientific technical services. The sales representative was informed by the consultant that this device should be replaced by 08/04/2019 and sent back to boston scientific quality assurance laboratory for detailed analysis. Subsequently, the technical service consultant received an e-mail from the sales representative that the physician was notified. The clinic plans to contact the patient and a device replacement procedure will be scheduled. It was reported that this sales representative contacted boston scientific in late-august to report that this patient underwent an MRI recently. The physician wanted to postpone the replacement procedure. The battery longevity has gone from 16 percent to 15 percent over the last three weeks. The sales representative was planning to send data for another in-house analysis. Analysis on the new data was performed and it was determined that the recommended replacement interval could be extended another 28 days. This sicd device should be able to maintain therapy functions if replaced on or before (B)(6) 2019. It was reported that this patient was presented back to the electrophysiology (ep) laboratory and the device was successfully explanted. The device was received at boston scientific return product department on october 4, 2019 and is currently undergoing laboratory testing.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory revealed no system errors. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested, independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that as part of a research study, a boston scientific engineer reviewed device diagnostic data from the latitude remote patient monitoring system database. The engineer confirmed that this subcutaneous implantable cardioverter defibrillator (s-ICD) device, implanted on (B)(6) 2017, exhibited evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Engineering analysis on this device estimated that the remaining battery capacity (based on the actual voltage level and capacity consumed to date) should be sufficient to provide therapy if replaced by (B)(6) 2019 since it is not possible to determine the root cause for the premature battery depletion or predict future behavior for this device based solely on review of the device diagnostic data available via latitude, the boston scientific sales representative was contacted by boston scientific technical services. The sales representative was informed by the consultant that this device should be replaced by (B)(6) 2019 and sent back to boston scientific quality assurance laboratory for detailed analysis. Subsequently, the technical service consultant received an e-mail from the sales representative that the physician was notified. The clinic plans to contact the patient and a device replacement procedure will be scheduled.